Event description:
Notified by covidien of shiley tracheostomy cuffed recall on (B) (6) 2010. Audit conducted and two (2) pts identified as having recalled lot numbers. Pts were contacted, product retrieved and new product dispensed. Both pts reported no problems and no adverse events. (B) (6) home care inventory completed, recalled lot numbers per MFR were segregated. All recalled tracheostomy tubes were returned to MFR per request on 04/26/2010.